Event description:
On or around 10/29/1999, the account obtained negative testpack plus hcg combo result for a serum sample drawn from a pt. The axsym gave a bhcg result of 41 iu/l. No report of injury.